Event description:
Customer reported the system is failing to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the communication pcb and the workstation motherboard. System operates as intended.